Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device used during a cervical spine procedure. It was reported that the surgeon believed the universal drill guide (udg) was off medial by 2 mm during a c7 pedicle screw placement. The holes were drilled without issue. After the case they discovered the udg was bent. They did a case the day after with a different udg and there was no issue. There was no delay and no impact to the patient. It was reported that the likely cause of the bent udg was wear and tear and the sterile processing department.